Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-03453 and 2134265-2016-03452. It was reported that stent foreshortening and migration occurred. The target vessel was located in the inferior vena cava (ivc) where a very large tumor was compressing the target vessel. A 24x70/11fr 75cm wallstent® endoprosthesis was deployed to the vessel; however, the stent foreshortened and migrated about 2cm to the right atrium. Another 24x70 wallstent® endoprosthesis was then deployed to telescope the previously deployed wallstent® endoprosthesis, extended away from the right atrium inferiorly and into the compressed ivc. The procedure was completed with no patient complications reported and the patient's status was fine. Two days later, two additional 24mm wallstent® endoprosthesis were deployed to treat the inadequately covered ivc due to the foreshortening of the first implanted wallstent® endoprosthesis. However, some accordion effect occurred when dilatation was attempted on the lower edge of the stents at the level of the renal veins. With some trepidation, two additional 12mm non-bsc stents were deployed in the lower ivc and patency was restored. The procedure was completed. No patient complications were reported and the patient's status was stable.